Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A0709: instrument unable to be seen by navigation system a23:bent arm on probe g2: this event occurred in france, see section e. H3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that navigation could not see the instrument because one arm was bent on the passive planar probe. There was no patient involvement. Additional information was received. It was reported that the issue occurred preoperatively. The site ended up using another instrument instead since the instrument was unable to be seen by the navigation system. Additional information was received. It was reported that the suspected cause of the damaged instrument was unknown.